Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that sometimes therapy worked and sometimes it did not since implant on (B)(6) 2015. The patient only had one program and it was up to 8.5v. Stim was checked and it was off. The patient was not feeling stim. The patient turned therapy on and the issue was resolved. She planned to see how therapy was after it was turned on. She was indicated for gastrointestinal/ pelvic floor. It was later reported that the patient experienced intermittent therapy. She had overall at least 50 percent improvement. It was indicated that she was good for 1-2 or 2-3 days then had incident over the next 2 days, for example. It may not occur when cleaning or squatting. She may stay on the current program because it was effective for her but she would follow up with healthcare provider for direction if/when to change programs. A week later, the patient reported she was still having some incontinence. She was having these symptoms since implant. She had stim at 8.5v and wanted to know if it could be turned up higher. She was getting 50 percent reduction but would like 100%. Additional information was received from the patient. She had a replacement surgery on (B)(6) 2016 since she was having therapy issues with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.